Event description:
It was reported that the paramedics were called at home and treated the customer for low blood glucose. The customer's blood glucose levels were 34mg/dl. Troubleshooting was performed and the insulin pump passed the lead screw test and self-test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.